Event description:
On (B)(6) 2012, consumer stated that the toothbrush head came off while brushing and the post hit and broke their tooth.

Manufacturer narrative:
On (B)(4) 2012, an email was sent to the consumer requesting a call back. On (B)(4) 2012, a voice mail was left for the consumer requesting a call back. On (B)(4) 2012 have not received a call back from the consumer. Have not received the unit, will file a f/u.